Event description:
User experienced issues with ammonia calibration and qc for several days and in 2009 the user received errant results for two sample samples. One example was provided. The original result was 16 ug per dl. The sample was immediately repeated on another analyzer and recovered 42 ug per dl. The erroneous results were not reported and there was no change to the pt's treatment as a result of this incident. If additional info is received, appropriate notification will be provided.